Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation results on the returned device. The device was returned for non-destructive testing from the hospital. Visual inspection of the device found it in an expected used condition with dried blood on the jaws and handles. Both shims are in place and secure. The jaws open and close smoothly. Under 10x magnification, both sides of the center rivet look normal. The device was tested with the lab g400 generator which displayed the correct default (vp2/60). The device was activated on a saline soaked piece of gauze for several minutes along with a temperature indicator (atkins series "s" 313k) to measure the temperature. The temperature of the tip and middle of the jaws rose to 210f +/- 5 degrees during activation. The center rivet was also checked with the thermocouple and during activation it rose to room temperature only - 70f +/- 4 degrees. When activation was stopped both the tip and rivet of the device cooled very quickly. The device functions as designed. As part our investigation with this report the DHR was reviewed, and there was no abnormalities noted during the manufacturing of the device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The user facility stated that it will not allow inspection except under the facility's written inspection agreement, which contains obligations and restrictions that olympus will not accept. The most likely cause of the patient's outcome is due to user error as the physician appears to have made inadvertent contact of device to the patient's skin. The instruction manual contains several warning statements in an effort to prevent injury. "Patients should not come into contact with metal parts that are grounded or have an appreciable capacitance to earth. The use of antistatic sheeting is recommended. Store temporarily unused active electrodes in a location that is isolated from the patient. Keep the device tip in sight during use. Inadvertent activation or movement of the device outside the field of vision may result in patient injury." If additional information becomes available at a later time this report will be supplemented.

Event description:
Olympus was informed that a patient underwent a laparoscopically assisted vaginal hysterectomy (lavh) procedure using the halo device. It was reported that halfway through the procedure, the surgeon switched to a different device to seal the uterine pedicle. Reportedly, the surgeon leaned the device against the patient and this action resulted in a burn mark on the patient's skin. It is believed that the burn is likely on the outside of the vagina. The surgeon applied cream to treat the burn area. It was stated that there was no abnormal bleeding. No further information was provided.